Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level ranged from 200 to the 400s mg/dl and a correction bolus was delivered to address the high bg level. Tandem technical support had the customer perform a system check using the current supplies and the occlusion appeared to be related to the infusion set site; however, the customer had received another occlusion after changing the site. The customer then changed out the supplies on the pump.

Manufacturer narrative:
Additional information received indicated that the customer used new cartridges and did not receive another occlusion alarm.